Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with their sets and reservoirs. Customer states they have defective infusion sets. Customer states some had parts coming off, inverted, or being bent inside the customer's tissue. The customer's blood glucose at the time was 207 mg/dl. The customer is returning the reservoirs and infusion sets, and is being issues replacements.